Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not update software; hard drive was reconfigured and software reloaded to resolve issue. Analysis confirmed handle was broken. Analysis also found the rf (radio frequency) head connector on the lem (link electronic module) printed circuit board assembly was loose. Tab on the power cord bay door was broken, hinge plate screws were missing, and the system fan was noisy. (B)(4).

Event description:
It was reported the software could not be updated. It was also reported the handle was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.